Event description:
Customer reported that he was trying to prime and received two no delivery alarms; he forgot to insert the reservoir on the third attempt and a no reservoir alarm occurred. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit the tubing. Customer changed the infusion set, connected to the current reservoir and performed manual prime; insulin did not exit the tubing. Customer then changed the reservoir and primed and the insulin pump did not alarm no delivery. It was stated that changing the reservoir resolved the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump reliability analysis evaluated one opened used reservoirs. Performed pre-fill reservoir test and reservoir transfer guard failed per specifications, transfer guard occluded.